Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported for right side, the patient experienced "discomfort with ¿stabbing¿... In the breast region that gradually increased until [it] become unbearable", "pain increased violently", "continuous breast pain, more pronounced in the right breast, with intensification on palpation and physical activity", "patient was worried about the situation", implant was "irregularly contoured", and an ultrasound showed a "rupture of the right breast prosthesis". "Hyperemia, and hyperthermia" were also reported and deemed not device related. The device has been replaced.